Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply on the tower and the cooling fan in the control panel were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that when the monitor cart was moved, it would no longer fluoro. There is no report of injury or death associated with the event described in this complaint.